Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor calibration test was not detecting correct force. Unrelated to this complaint, evaluation revealed that the keypad symbols were worn. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: evaluation revealed that the rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test revealed the sensor is not detecting correct force at 5lbs. Pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit. The resistance on the force sensor measured and found to be within specification. Unrelated to this complaint, evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery.